Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) has been recording low left ventricular (lv) pacing percent. At a presenting rhythm the atrial sensing event was being over sensed on the lv lead channel, leading to an lv sensing marker with pacing inhibition in the lv channel. Programming options were recommended for this crt-d that remains in service. No adverse patient effects were reported.